Event description:
Medical data electronics (mde) escort ii series portable monitors have available options to permit monitoring of up to three invasive blood pressure channels. During software validation testing at mde, it was discovered that when the parameter alarms for invasive blood pressure channel 3 (ibp3) are enabled and an ibp3 alarm occurs, the alarm will not be properly called if ibp2 alarms are also enabled and an ibp2 alarm condition does not exist. If ibp2 alarms are active, ibp3 alarms function normally. The condition occurs only in escort ii monitors with software versions 1.11.0 to 1.12.2, inclusive. To mde's knowledge, no reportable events related to this phenomenon have occurred during use of the device. No customer complaints have been received.